Event description:
Reporter alleged a patient blood glucose result of hi (greater than 600 mg/dl) was obtained while the patient was being transported in the ambulance to the emergency room (ER). In the ER, a measurement of lo (less than 10 mg/dl) was obtained on the inform system at 13:00. It was reported the patient was treated with d50; however, a lab measurement was drawn at 13:20 which yielded a result of 1360 mg/dl. Reporter stated the patient was treated with units of insulin, amount and type was not provided; however, the same ER inform system yielded a blood glucose result of lo at 14:45. Reporter indicated neither of the two lo results obtained on the system could be found either in the system's memory or software. No other actions were reportedly taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.